Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported hemolysis could not be conclusively determined through this evaluation. The controller event log file contained events from 09sep2023 to 14sep2023. There were no notable events or alarms, and the log files appeared to capture the pump operating as intended at the fixed speed. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including hemolysis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including inr (international normalized ratio) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that a root cause for the hemolysis was not provided by the customer. However, the ldh was trending down, and the pump was operating as expected. No further issues were reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had increased hemolysis parameters with free hemoglobin of 700. The log files captured all parameters in expected range and the data showed no abnormalities which could have led to increased hemolysis.